Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, few medications had stuck between the cubie drawers. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that few medications had stuck between the cubie drawers. The field service engineer (fse) had ejected all pockets and tested in hardware test application. After rebooting, all pockets functioned normally in the application. The fse inspected all lights, reconnected all cables, cleaned debris, and tested the system for functionality. The system functioned as intended after the field service engineer repaired the device.